Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. Event date- unknown.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, after the firing was completed, the device would not open. A white reload was used during the firing. The staple line and cut line were complete. The device was removed from the trocar. No buttressing was being used. The case was completed with another device of the same product code. There were no patient consequences reported.